Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a vitrectomy procedure the "equipment did not perform aspiration". The procedure was completed using the same system and an alternate cassette, with no harm to the pt. Additional info has been requested but none has been received to date.